Event description:
Account states during planned tracheostomy, pt who is highly dependent on oxygen, had a nasal oxygen in place with mask and augmented oxygen intermittently during procedure. A spark was noted from cautery which ignited the drapes covering the pt's face/head. Pt's oxygen tubing around left ear noted to be iginted as well. Fire quickly extinguished by staff with first degree burn to left ear and second degree to left side burn area and around mouth.